Manufacturer narrative:
The product sample or additional supporting materials from the account was not available for this incident. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. There were no assembly or component issues identified; therefore, a device history record review will not be performed. The event report alleges the product was used in a surgical procedure. Without the physical product, a definitive root cause could not be identified. Post market vigilance will continue to monitor this condition for future potential action. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate this event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter, during a laparoscopic hepatectomy procedure, the stapler did not fire. There was no injury to the patient. A new device was used to complete the procedure. The surgical time was extended by 40 minutes. Patient is good.